Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system does not start with philips logo on screen. Upon troubleshooting, fse found that the led disk tray does not light up and need to replace suite pc. The defective part was sent for analysis, the failure analysis of the suite pc showed that all slots of the hdd bay was defective. To resolve the issue, fse replaced the suite pc and sw pack. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system would not start. The device was outside of clinical use at the time of reported event. No harm was reported to philips. A philips field service engineer (fse) replaced the suite pc and returned the system to use in good working order. Philips has started an investigation of this complaint.